Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was patient stated they were implanted on (B)(6) with a spinal cord stimulator. Patient stated it was supposed to be for their back but the only place they were feeling the stimulation was in their legs. Agent reviewed with patient that they could try switching groups; agent attempted to walk patient through switching groups. Patient was only programmed with group a. Agent reviewed that the patient should speak with their doctor about potential reprogramming and adding different target areas. Patient mentioned that the rep that helped program them did not leave their phone number or a card with the patient and so the patient did not know who their rep would be. Patient reported that until they speak with their doctor, they are going to turn the stimulation off because it is currently not doing anything for them and they do not want to drain the battery. Patient stated that they have their stimulation set at the lowe st setting as well. When asked for a managing hcp; patient noted that they also see a nurse practitioner and that they have an appointment with them on (B)(6). The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.